Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® sst¿ ii advance plus blood collection tube. The following information was provided by the initial reporter, "during use this batch, the customer found no fm in the blood vessel gel."